Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the clinical diagnosis of "disabling rest tremor" was removed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced motor fluctuations and a disabling resting tremor. The signs / symptoms of the event included the patient experiencing an intense tremor of the left hand and significant slowing down. The diagnostic methods included an examination on (B)(6) 2015 that resulted in the identification of the issue. Theetiology was noted as related to the device/therapy, not related to the implant procedure, and due to programming. The patient's most recent reprogramming/device interrogation date prior to the event was on (B)(6) 2015. The actions/interventions taken to resolve the event included reprogramming the implantable neurostimulator (ins) on (B)(6) 2015; the event was considered resolved without sequelae the same day. The event resulted in an in-patient hospitalization and an unscheduled clinic or office visit. No further complications were reported/anticipated.